Manufacturer narrative:
The following other devices were also listed in this report: unknown scorpio c/r tibial tray; cat# unknown; lot# unknown. Unknown scorpio c/r tibial insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. . Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision of a total knee due to instability. Revised to hinge construct.